Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported a shock button failure inop message. No patient involvement was reported.

Manufacturer narrative:
.